Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cmos battery was replaced and the bios was reset during the service call. The system was tested and found to be working as intended and put back into service.